Event description:
The customer reported the systems' left (live) monitor failed to display images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced. Also, the display adapter connection was repaired. The system was then found to be operating as intended.